Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD), system was extracted in order to treat the patient's systemic infection / bacteremia. The device and leads will be replaced at a future date. No further patient complications have been reported as a result of this event.